Event description:
Received info regarding multiple cartridge alarm (cartridge alarm 19) during the load process. Reporter is unsure whether the blood glucose level of customer was impacted.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A follow up MDR will be filed.